Event description:
The bolt on this x-ray system that holds the cable roller on the ceiling suspension (cs) came loose and the cable roller fell from the cs. There was no person involved with this occurrence.

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.